Event description:
The peritoneal dialysis patient reported a leak during treatment. The fluid was identified on the bottom of the cart after treatment in the morning. The sample was discarded. No prophylactic antibiotics were administered. The patient's effluent was clear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the manufacturer plant's investigation.